Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result was around 200 miu/ml, repeat was <5 miu/ml, test strip = negative no impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result was around 200 miu/ml, repeat was <5 miu/ml, test strip = negative. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included review of information and data provided by the customer, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints could not be performed as the lot number was unknown. A review of tracking and ticket trending did not identify an increase in complaint activity related to the complaint issue. Device history review did not identify any nonconformances, potential nonconformances, or deviations associated with list number 7k78 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Customer field data was used to assess the performance of the architect total b-hcg assay using worldwide data. Review shows that the median patient result for all reagent lots were comparable and within the established limits. Based on our investigation, no system issue or deficiency with the architect total b-hcg was identified.